Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2011. The revision surgery was due to loosening from a slight infection. During the revision, the original tibial tray, insert and locking bolt were removed and replaced with new components. The size 3 x 12mm insert was revised to a size 3 x 18mm insert, the retaining bolt was revised from a 12mm retaining bolt to a 18mm, and the tibial tray was revised from a standard size 3 to a modular size 2. In addition, a size 17 x 100mm modular stem, two size 2 augments, and two bolts were added.